Event description:
It was reported that the patient lead had migrated. The patient underwent lead repositioned procedure and doing well post operatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately six weeks ago after patients fall. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7085474.